Manufacturer narrative:
The reported event of stylet stuck and lead damage were confirmed. As received, a complete lead with stylet stuck was returned in one piece. The ptfe coating of the stuck stylet was stripped and was found bunched up with the inner coil distal to the connector pin. The connector pin and crimp sleeve were found pulled out of the connector assembly stretching the inner coil consistent with damage cause while attempting to remove the stylet from the lead during the procedure. The connector cap was in place and intact in the connector assembly. The cause of the reported event was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin to be pulled out of the connector assembly. Electrical testing did not find any indication of conductor fractures or internal shorts. Abbott is continuing to monitor this issue.

Event description:
It was reported that patient presented for implant procedure. During procedure it was noted that the stylet failed to separate from the left ventricular lead and the tip electrode connector detached and stretched out. The procedure was completed using a different lead. There were no patient consequences.